Event description:
It was reported that during a stenting treatment procedure, a balloon rupture occurred. Using the right femoral approach, the procedure treated the target lesion located in the left femoral artery. A 5.0 x 40 mm sterling balloon was inflated twice to 6 atms for pre-dilation. Next a 6.0 x 8.0 non-bsc stent was implanted. Then the same 5.0 x 40 mm sterling balloon was advanced for post dilation and inflated 4 times to 14 atms, however the balloon ruptured on the 4th inflation at 14 atms. It was noted that there was no issue regarding the vessel flow under angiography and the procedure was completed. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).